Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, and right hernia repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision on (B)(6) 2009 and (B)(6) 2011 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that patient underwent lysis of adhesions, scar and mesh revision on (B)(6) 2007, due to recurrent complex ventral incisional hernia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and mesh was implanted concurrently with a cystoscopy due to abdominal incisional hernias and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced irritation, recurrent stress urinary incontinence, emotional distress, and anxiety. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal herniorrhaphy.

Event description:
It was reported that following insertion the patient experienced irritation, recurrent stress urinary incontinence, emotional distress, and anxiety. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal herniorrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.